Manufacturer narrative:
The t:slim user guide states: "caution it is very important to set the current time and date accurately to ensure precise settings, and thus, facilitate safe insulin delivery. When editing time, always ensure that the am/pm setting is accurate." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the site reminder alert was not functioning as intended. During troubleshooting with tandem technical support, the pump time setting was found to be inaccurate (am/pm). Customer acknowledged accidently changing the pump am/pm setting. Customer corrected the pump time and the site reminder declared as intended. There was no adverse impact to customer's blood glucose.